Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:51:22. During night drain cycle four, the patient's ultrafiltration reading was 1339ml, indicating the home patient (hp) drained 1339ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.